Manufacturer narrative:
(B)(4) labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on 08-18-2024, that on (B)(6) 2024, the patient experienced a skin reaction. The sensor was inserted into the arm on 08-05-2024. It was reported that the patient experienced a skin reaction with an infection which occurred five days after the sensor had been inserted in the arm. Prior to sensor insertion the area was prepped with alcohol. The patient developed an infection at the needle puncture site that looked like a boil. On (B)(6) 2024, the patient consulted a physician at an urgent care clinic and was prescribed an oral antibiotic medication (cephalexin, unspecified dosage for 10 days). At the time of report the patient was doing well. No additional event or patient information is available.